Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to oversensing of low amplitude signal in the primary vector. It was noted that, during the implant procedure, the suture connecting the sense b electrode came loose; however, the procedure was completed as intended with appropriate signal achieved at that time. The episode counter was reset and did not display the correct number of episodes. This system was reprogrammed to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.